Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that batteries of cardiosave intra aortic balloon pump (iabp) were depleted and resistance occurred when attempted to remove. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - d1, d4, g2. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had battery issue. Patient involved and no adverse event reported. (B)(6), a transport nurse, called with multiple questions related to transport. She spoke to (B)(6), approximately an hour prior to our call for assistance switching from a cs300 to a cardiosave in rescue mode. (B)(6) stated that she and her co-worker, (B)(6), wanted verification that they completed the switch successfully and ended up requesting a review on multiple transport topics and basics of counterpulsation therapy. Reviewed a screenshot of the iabp monitor with them, highlighting that the pump was functioning well; that each waveform was appropriate, the indices correlated, and the augmentation was notable. (B)(6) also requested information on battery life. Reviewed IFU, explaining that each battery has approximately 90 minutes of battery life when fully charged. The batteries on the cardiosave rescue were using both showed full charge. She stated that the transport time was approximately 38 minutes. (B)(6) stated that they usually used a transport battery pack (with an ac power cord) during transport. He tried to replace one of the batteries with the transport battery but met resistance when he attempted to remove it., he was unsuccessful but also mentioned the pump was sitting on a chair and that he would try again shortly. Reminded him that they had two fully charged batteries with a short transport time. Also sent him our battery qrg and specifically highlighted how to remove and insert the batteries. (B)(6) and (B)(6) stated that they were currently departing, and he would reach out if there were any other issues. Provided (B)(6) and (B)(6) the phone number and encouraged them to call for any other troubleshooting assistance. They appreciated the support provided and had no other questions. Update at 9:46 pm: reached out to (B)(6), and he said that during transport the battery in bay #1 depleted. He removed it successfully and inserted the transport battery and connected it to an ac power outlet. He stated that the screen was showing an ac power icon over battery #1. He then removed the battery in bay #2 and inserted the depleted battery into battery bay #2 to charge this battery. At that time, the pump shut off. He reinserted battery #2 back into battery bay #2 and turned the pump back on. Explained to (B)(6) that a transport battery will not charge another battery unless the iabp was turned off. Transport was successful and once they reached the other facility, he removed the transport battery, and the pump turned off again. He was able to put the depleted battery back into bay #1 and turn on the pump (using the power from the battery in bay #2). (B)(6) reported that he was able to remove and reinsert each battery successfully but felt like he had to use significantly more force to remove them than he normally does. (B)(6) and (B)(6) completed transfer to the other facility¿s cardiosave successfully. Collected complaint information and asked (B)(6) to place a tag on the pump noting each issue and asked him to take it to biomed with the transport battery pack when they arrived back at their home facility. At the very end of our conversation, (B)(6) remembered that there are multiple autofills used with each pump restart. He asked specifically how many fills were used. Reviewed this in detail and sent him the helium guide from our transport qrg for his reference. (B)(6) appreciated the support provided and had no other questions. Notified (B)(6) and (B)(6) via email. A getinge field service engineer (fse) was at the site on 29-07-2025 and completed a pm on this device. There was no service call placed and no problem found. Biomed said the unit came down and they charged the batteries. No problem found. Biomed did indicate the outlet they keep device plugged in might have had a tripped outlet. Completed pm today with no issue found. Unit cleared for clinical use.

Event description:
N/a.